Event description:
It was reported that this pacemaker was part of a system revision due to lead erosion. According to the patient the leads almost sticking out and had lumps all over. There were no additional adverse patient effects reported. The physician contacted the patient to examine the implant site. This pacemaker remains in service.